Event description:
The facility reported that during the explant of an older style hard acrylic lens, the iol scissor broke in the pt's eye and the broken piece was not immediately retrieved.

Manufacturer narrative:
The facility reported the incident to the (B)(6) dept of health who told the facility not to return the device to the manufacturer. No evaluation of the device was able to be performed. The pt was sent to a specialist to have the broken piece removed from the eye.